Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low left ventricular (lv) intrinsic amplitude, but no lv undersensing was noted. Additionally, atrial tachy response (atr) episodes showing noise and oversensing were noted. It was suggested to contact the local representative for further questions. No adverse patient effects were reported and the system remains in service.